Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had an accident that had them admitted to a hospital about october of last year, and since then their device was not working well anymore. Patient stated that the handset would give them error messages one red and another yellow message. Agent walked patient through accessing the therapy application patient initially got a no device response message but when then pressed on retry then got a service code 634. Agent reviewed and walked patient through charging the implantable neurostimulator (ins) . Patient was able to successfully start charging the ins with excellent connection. Patient stated that they were admitted for a while and that was probably why their ins depleted. Patient stated that they would usually charge when the ins battery would reach somewhere around 10%. Agent reviewed charging frequency and reviewed that the ins therapy will potentially turn off if the battery depletes. Patient stated it was a pain to frequently charge the ins. Patient was giving so much information and agent did their best to gather as much information as possible. Additional information received from patient noting that change in device function has not resolved. They point out that the battery is not even a year old and they have found that they need to recharge their device far more frequently, now charging every three days after previously only having to charge weekly.